Event description:
It was reported that after the spaceoar vue placement procedure, the computed tomography (CT) was reviewed, and a rectal wall infiltration of the hydrogel was noted, a magnetic resonance imaging (MRI) was performed to confirm the position, the hydrogel was noted in the right place, however at the base is entirely in the rectal wall. The physician will scope the patient to discard ulceration if not then proceed with the 28 fractions. The patient is asymptomatic, has not report any discomfort.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.